Event description:
It was reported that the device had channel disconnected error. The panel was locked, and the buttons don't work. It couldn't be powered off either. Only the silence button works. There was patient involvement, but harm is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had channel disconnected error. The panel was locked, and the buttons don't work. It couldn't be powered off either. Only the silence button works. There was no patient involvement.

Event description:
It was reported that the device had channel disconnected error. The panel was locked, and the buttons don't work. It couldn't be powered off either. Only the silence button works. There was no patient involvement.

Manufacturer narrative:
Omit: a0404 - crack (1135), g0405206 - latch. Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex g code and manufacturer narrative. Investigation summary: the reported issues of a channel disconnection error and locked panel was confirmed via log review. ¿ an analysis of the pcu event log found that on 04 december 2023 at 1:57pm, the panel lock feature was enabled via the tamper switch during an infusion of tpn. ¿ an air-in-line occurred at 2:56pm and the infusion was stopped. Attempts to restart the infusion were unsuccessful due to the locked keys. ¿ the channel disconnection error is likely due to the pump module being physically removed from the pcu during attempts to restart the infusion. ¿ multiple attempts to restart the infusion were unsuccessful as keypresses continued to return invalid responses. The pcu was then disconnected from ac power and was shut down due to a discharged battery at 9:38pm. ¿ it is likely that the user was unaware that the panel lock feature was enabled. ¿ laboratory testing of the device found it to be functioning as intended. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel disconnection error and locked buttons is attributed to user error. The panel may have been inadvertently enabled which resulted in invalid keypresses. Note that this report lists imdrf annex a09, a040502, g02034, g02035, g02017, c0601, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.